Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 3, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 subsequent to sustaining a head trauma. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 28, 2023.